Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the right renal artery using ruby coils. During the procedure, the hospital technician accidentally kinked a ruby coil pusher assembly while attempting to advance within its introducer sheath. The ruby coil was therefore removed, and the procedure was completed using additional ruby coils and a pod packing coil (podj). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Correction to section: 7/25/2017.